Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be re-evaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on march 13, 2020, the patient was prescribed and implanted with an option vena cava filter on or about (B)(6) 2011 by dr. (B)(6) at (B)(6). The complaint alleges the filter tilted and perforation exists. Argon¿s attorneys are attempting to gather additional information.